Event description:
Home pt (hp) contacted baxter's technical svc ctr (tsc) regarding a system error 2240 message that appeared on the display of hp's home choice machine during dwell 1/4 of the hp's automated peritoneal dialysis (apd) therapy. Reportedly, during dwell hp noted that the hp had accidentally connected the hp's drain line extension to a supply line of the homechoice set, in an endeavor to fix this situation. Hp then switched them to the appropriate positions without pausing treatment. Tsc assisted hp in ending treatment early. Per rn, no pt injury or medical intervention was associated with this incident.